Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative replaced the pinch valve tubing and the syringe seal, reinstalled the diverter tubing, cleaned and decontaminated the instrument, cleaned the incubator positions and the buffer, and cleaned and unclogged the needle. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin d total iii results for 1 patient sample on a cobas e 411 analyzer (disk system). The initial result was 42.63 ng/ml. On (B)(6) 2025, the repeated result was 21.20 ng/ml. The repeated result using another method (vidas) was 23 ng/ml.

Manufacturer narrative:
The calibration was acceptable. One level of qc was not performed on the date of the event, and qc data showed several outliers for previous days. The investigation found that the allotted clotting time was too short and that the g-force during centrifugation was too high. The investigation did not identify a product issue. The specific cause of the event could not be determined.